Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the implant removal is an infection from the initial surgical procedure.

Event description:
There was no problem with device or the placement of the device. The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient developed a staphylococci aureus infection at the surgical site three weeks later. The patient had wound debridement in (B)(6) 2019 with antibiotics for two months. The pcr was clear in (B)(6) 2020. Four months later, the infection reappeared. The surgeon noticed possible lucency around the implant. On (B)(6) 2020, he removed the implant and administered IV antibiotics. The infection cleared by (B)(6) 2020. The patient continues taking oral antibiotics.